Event description:
Per sales rep: while inserting the screw into the patient's mandible on the right side, the head of the screw came off. The head was recovered and the shaft of the screw remains in the patient.

Manufacturer narrative:
Investigation in process but not yet complete.